Manufacturer narrative:
The required intake information to enable further investigation at abbott diagnostics (B)(4), inc., such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issues.

Event description:
The customer reported false negative results with the ID now covid-19 assay. The customer reported false negative results with the ID now covid-19 assay. Repeat testing performed with the ID now covid-19 assay generated positive results. The swab types, sample type, and whether or not viral transport media was used were not provided. Dates and times of testing were not provided. The customer stated the patient was known as positive for sars-cov-2 (diagnostic methodology not provided). The customer asked if blood or excess of specimen could interfere on results; and later, the customer stated the problem of the false negative result was related to the sample. No patient information, including symptoms, treatment, and outcome, was provided. Attempts to gain further information were unsuccessful. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information was provided by the customer regarding sample collection with the first ID now covid-19 assay (refer to: lot#, expiration date, and UDI, and device manufacture date). Corrected data: catalog#. The customer reported that the sample used in the first ID now covid-19 assay had a lot of secretions. The patient's nostrils were cleaned, a sample was recollected, and the second ID now covid-19 test generated a positive result. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m123957 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m123957 showed that the complaint rate is (B)(4). The investigation is ongoing. Upon completion, a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m123957 and test base part number 190-430 / lot m123957. Quality control release testing met specifications. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample.